Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no data on the g5 application on their phone and their husband's phone. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed via log review by the findings of a connection loss. A root cause could not be determined.